Manufacturer narrative:
Date of procedure: 2/9/1998: the product was returned wrapped around it self in a plastic bag. Neither the gdc main coil distal section nor the catheter used in the case were returned with the complaint. During the investigation of the returned device it was discovered that the gdc main coil had detached 1.0 mm from the main weld to the distal tip. The gdc core wire was kinked at 59.4 and 158.0 cm from the distal tip. From the condition of the returned device, it appears that the material on the gdc main coil broke while in tension. A small section of the gdc main coil right after the main weld was stretched. It appears that the gdc main coil stretched and then broke. However, since the catheter was not returned, it was not clear whether the catheter may have contributed to the failure of the device. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity.

Event description:
It was reported to target that during the procedure. The coil broke close to the detachment zone. Intervention was required to retrieve the separated piece. There was no impact to the pt and the pt is in good condition.